Manufacturer narrative:
Follow-up #1 date of submission 03/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:during a visual inspection of the pump, no damage was observed to the pump casing. The battery cap threads were found to be stripped and damaged. During testing, the battery cap did not secure properly to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the pump battery cap was stripped and the battery compartment was damaged. It was alleged that the cap continuously spun when attempting to secure it to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.